Manufacturer narrative:
This report is filed september 4, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use resulting in the decision to discontinue use of the device.the device was explanted on (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.